Event description:
Customer reportedly received results of 170 mg/dl and 50 mg/dl within 10 minutes on the advantage system while using comfort curve test strips. Low blood glucose symptoms were reported with these results. Customer was able to self treat. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.